Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced dizziness and a lack of auditory benefit with device use. A computed tomography scan (date not reported) indicated that the electrode array was located extracochlearly. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This MDR was a duplicate. All information has been provided with report number 6000034-2010-00244. This report is filed (B)(4) 2013.